Event description:
Customer reported, the system locked up; black image area with x-ray on alarm beeping. Communication error on the mainframe. Unable to turn off with quick stop buttons. No pt injury was reported. This is a demo system.

Manufacturer narrative:
A ge rep evaluated the system and found 5 volt dc at tp-3 on power signal interface was as low as 4.83 vdc. Adjust 5 volt power to 5.18 vdc measured on ffb board. System is repaired and operating as intended.